Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated that they were lethargic and had a blank started. They also stated they they had a seizure that lasted about 45 minutes. The patient was taken to the hospital. The cgm was displaying 346 mg/dl and their bg was 23 mg/dl. The patient was treated with IV with "sugar water" and at the time of the report, the patient as in normal condition and conscious. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.